Manufacturer narrative:
The pad-pak was first installed successfully on the 9th october 2009 and performed to specification, alongside random manual power ons, up to the 7th june 2015. The pad-pak was removed for over a month, with a fresh pad-pak being installed. Multiple manual power ups mainly of 10 minutes duration were recorded between the 9th june 2015 and the last log entry on the 3rd july 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.